Event description:
It was reported that the patient never had therapeutic effect from her implantable neurostimulator (ins). In addition, she had experienced tenderness at the pocket, and it was painful to lay on it. The patient could not increase the stimulation without hurting the pelvic area. During the trial period with her ins, it was reported that it "worked great" and the permanent implant had worked fine initially. The patient was able to feel stimulation. The patient's pocket looked fine and did not show signs of any redness. The device was going to be explanted on (B)(6)-2012. A follow-up with the patient's physician has been requested, including the patient's outcome. Information was not available on the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v741030, implanted: 2011-(B)(6), product type: lead product ID: 3093-28, lot#: v741030, implanted: 2011-(B)(6), product type: lead product ID: 3037, serial#: (B)(4), product type: programmer, patient product ID: 3037, serial#: (B)(4), product type: programmer, (B)(4).